Event description:
Patient was reportedly admitted due to syncope episode. Absence of ventricular capture at maximum output was observed. An x-ray was performed that revealed lead displacement (as reported). During lead repositioning attempt, intermittent ventricular capture was observed with a 10 volts output. The ventricular lead was explanted and replaced.